Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this lead exhibited high out of range impedance measurements of greater than 2000 ohms.